Event description:
This report is from a clinical study. It has been reported that the pt received a durom us acetabular component 50 44/j on (B)(6) 2008. On (B)(6) 2013, it was reported that the pt is being monitored due to loosening of the implant.

Manufacturer narrative:
The manufacturer did not receive the affected device for review, as the pt has not been revised and is currently being monitored. The lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event could not be ascertained from the information provided. A product failure could also not be confirmed. Should additional information become available and / or the device (s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer reference number (B)(4).